Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300915 arcos 15x190mm spl tpr dist 532700 , s001140 selex/magnum mod hd 40mm std 626430 . A follow up report will be submitted once the investigation is completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11435. Investigation in progress.

Event description:
It was reported that femoral radiolucent lines were found on the left hip after 3 years 4 month of post op revision surgery. Attempts were made to request additional information, however there is no additional information at this time.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint is confirmed based on the x-rays that were provided. Femoral stem is in place with 2 proximal cerclage wires and significant radiolucency surrounding the femoral stem throughout its course. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.